Manufacturer narrative:
No adverse event was reported. Subject device was not returned for further investigation. Customer provided a photo and it has been confirmed the procerva sheath end component detached from the device. Although there is no reported adverse event, an MDR is being submitted as a malfunction report because it has been concluded that this device potentially failed to perform as intended. The sheath end is not designed to detach during use. If this defect were to reoccur, there is a potential for the device to cause or contribute to an adverse event (burn).

Event description:
It was reported the procerva sheath end detached. No injuries reported. It was reported the procerva sheath end detached. No injuries reported.